Event description:
Account reported that during a procedure, the physician heard a "crack" and removed the laser fiber of the vari-lase short kit. Upon removing the laser fiber, the physician notcied that the fiber had snapped off in the patient's leg. The physician was able to phlebectomize the piece and remove it, resolving the case.

Manufacturer narrative:
Results and conclusion are pending following the close of manufacturer's investigation.